Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported following a review of performance data from the device that the patient received an inappropriate shock and showed t-wave oversensing (twos). The twos was indicated as present perhaps as far back as the year the right ventricular (rv) lead was implanted. A new pace/sense lead was implanted and the high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.